Event description:
It was reported that the right ventricular lead exhibited oversensing and low impedance in the bipolar configuration. The lead was removed and replaced.

Manufacturer narrative:
No medwatch form was received.